Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was having a percutaneous valve put in and the ventricle was perforated, requiring medical intervention. The device was interrogated and was found in safety core. Shock therapy was turned off as the patient was still in the ICU. Boston scientific technical services (ts) discussed that safety core likely occurred due to the extreme amount of cautery used close to the device. Ts discussed that the device will need to be replaced, but that it will still provide vvi pacing. The physician wanted to raise the pacing rate, therefore planned to float a temporary pacing wire through to pace at 90 ppm. The device was not replaced. Additional information was received that the patient passed away nine days later due to complications from the valve surgery. The physician did not believe the device in safety core contributed to the patient's death in any way. The device will not be returned and no post-mortem interrogation was done.